Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 29-mar-2016. It refers to the adult female plaintiff/consumer who had essure(ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2007. Shortly after undergoing the essure procedure, an hsg (hysterosalpingogram) test was performed and plaintiff was advised that her coils were properly placed. Plaintiffs post-procedure period has been marked by increasingly severe pain and discomfort, including excessive menstrual bleeding, blurred vision, bloating, headaches, pelvic pain, fatigue, back pain, and a metallic taste in her mouth. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. As a result of this pain and suffering, plaintiff sought treatment from multiple physicians, but no treatment resolved her symptoms. In or around (B)(6) 2015, plaintiff underwent diagnostic testing which revealed that her essure device had migrated out of her fallopian tube. Consequently, on or around (B)(6) 2016, plaintiff underwent a hysterectomy. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Follow-up received on 21-apr-2016: quality-safety evaluation of ptc. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted. Eight and a half years later, she was submitted to a hysterectomy because her essure device had migrated out of her fallopian tube. This event is listed according to the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tube; this movement could be an expulsion (into uterus or out of the body), migration (within the fallopian tube or to peritoneal cavity) or occur as a result of a uterine/fallopian tube perforation during insertion and can result in pain. In this particular case, consumer had pelvic pain and a device migration was later diagnosed. Although the exact mechanism of this event is not known; given its nature, causality with essure cannot be excluded. Additionally, non-serious events were reported. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed. Further information will be obtained through the litigation process

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device had migrated out of her fallopian tube') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included uterine bleeding and menstrual cramps. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("post-procedure period has been marked by increasingly severe pain / pelvic pain"), pelvic discomfort ("discomfort"), menorrhagia ("excessive menstrual bleeding"), vision blurred ("blurred vision"), abdominal distension ("bloating"), headache ("headaches"), fatigue ("fatigue"), back pain ("back pain"), dysgeusia ("a metallic taste in her mouth"), uterine haemorrhage ("abnormal uterine bleeding") and dysmenorrhoea ("menstrual cramps") and was found to have a pregnancy with contraceptive device ("pregnancy after essure sterilization"). The patient was treated with surgery. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, pelvic discomfort, menorrhagia, vision blurred, abdominal distension, headache, fatigue, back pain, dysgeusia, pregnancy with contraceptive device and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, back pain, device dislocation, dysgeusia, dysmenorrhoea, fatigue, headache, menorrhagia, pelvic discomfort, pelvic pain, pregnancy with contraceptive device, uterine haemorrhage and vision blurred to be related to essure (ess205). The reporter commented: will remove the essure implant I have finally got someone to refer me to have them removed. Discrepancy noted date of implant: (B)(6) 2007. Two coils of spring were noted to be protruding from the os after it was completed. Patient state after having an essure but unable to schedule her hsg. Quality-safety evaluation of ptc: quality-safety evaluation: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 10-mar-2021: mr received. Reporter's information added. Rcc added. Pregnancy after essure sterilization, device ineffective, abnormal uterine bleeding, menstrual cramps were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.